Event description:
It was reported that there was an issue with the air supply pressure measured by the anesthesia system during system checkout. There was no patient harm. (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I c20, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported anesthesia workstation on site. The air gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in an anesthesia workstation. It passed the system checkout. A case was started for about 5 days. No abnormal found during that case. It passed another system checkout after that case. The reported issue could not be reproduced. Therefore, no root cause can be established. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).